Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The facility¿s biomedical engineer reported that the staff were experiencing an e103 lamp error on their olympus evis exera iii xenon light source. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call recommended a few trouble-shooting options. However, the customer was not in front of the unit at the time of the call. Tac advised inspecting the lamp itself when he has time, and if the lamp appears in good order, then the issue may be with the ignitor, in which case the unit would need to be returned for repair. Tac performed a follow up call. During the call, the customer noted that he had ordered a replacement bulb as the original is showing 500+ hours or more. The front panel segments for the bulb were all illuminated. The customer noted that he would follow up with tac in the event that the replacement bulb did not resolve the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.